Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring ems transport and hospitalization while on ilet therapy. Dka is a life-threatening metabolic condition requiring medical intervention and is consistent with the reported symptoms of nausea and illness and the need for IV fluids and insulin therapy. Engineering log review could not be completed for the reported event date due to lack of recent device sync data; however, available logs showed no malfunction alerts, no factory reset, and no motor errors. The user reported running out of insulin and not completing a supply change, resulting in a period without insulin delivery and no backup therapy. Based on available information, the event is attributed to user error involving failure to replace supplies and maintain insulin delivery, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported up to 400 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. Emergency medical services were contacted by a caregiver, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with IV fluids and insulin, and discharged on (B)(6) 2026. The user recovered and resumed ilet therapy following discharge.